Event description:
It was reported that one day post system implant, the right ventricular (rv) and left ventricular (lv) leads were causing diaphragmatic stimulation. During the lead revision, the lv lead retention sleeve was torn when the physician was attempting to retract the lobes. After the lv lead was removed, a clot was visualized within the lobes; the clot may have contributed to the inability to fully retract the lobes. The lv lead was explanted and replaced; the rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant products: 6935 implantable defib lead (B)(6) 2013; 5076 implantable pacing lead (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the overlay tubing of the lead was observed to have blood ingression. It was also noted that the tip seal on the distal electrode of the lead showed evidence of blood ingression, the tines/lobes of the lead became extrinsically distorted, the outer insulation of the lead was extrinsically breached due to a tear and visual summary analysis of the lead indicated apparent explant damage. The analyst commented that the lead was received with the lobes distorted with dried blood on them and the retention sleeve was torn. All these things have been caused at the time of explant the lead which did contribute to the deployment issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.